Event description:
Additional information received indicated that patient underwent surgical intervention, wherein both the leads were explanted and replaced with a penta lead. Reportedly effective therapy was restored.

Event description:
It was reported both the leads were exhibiting high impedances and system was auto reducing due to high impedances. As such surgical intervention is pending to address the issue at a later time.

Manufacturer narrative:
B3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.